Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿postoperative pain.¿

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08009 & 08591).

Event description:
It was reported that the patient underwent a left total knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2014 due to pain and loosening of the tibial component. The tibial bearing, stem and tray were removed and replaced. The patient further alleges pain and that the implant was too short. There has been no reported revision procedure to date.

Event description:
It was reported that the patient underwent initial left knee arthroplasty on an unknown date using unknown devices. Subsequently, a total left knee revision was performed on (B)(6) 2014 due to left knee pain and loosening of the tibial component. Biomet devices were implanted. The patient alleges knee pain and the implant is too short. No revision procedure has been reported to date.